Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and atrophy. It was noted that the cuff was not tight enough. The aus was explanted and the cuff was downsized. There were no additional patient complications.